Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during device replacement for recommended replacement time (rrt), a plasma blade was used and possibly breached the insulation at the distal end of the yoke of the right ventricular (rv) lead. The lead was observed with blood underneath the polyurethane. All testing parameters during and post procedure where within a normal range. The lead remains in use. No patient c complications have been reported as a result of this event.